Event description:
The pt reportedly experienced sound quality issues. Programming changes were made, and external equipment has been exchanged. Troubleshooting revealed that the device is functioning. The issue was not resolved. Device revision surgery will be scheduled.